Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx needleknife sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the needle detached inside the patient. The needle fragment was too small to retrieve and left to pass via normal peristalsis. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.